Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient presented with a non-st segment elevation myocardial infarction. Angiography revealed occlusion of the mid left anterior descending (lad) coronary artery, with plaque starting in the proximal lad and in the ostium of the 1st diagonal. The 1st diagonal had severe tortuosity (a double loop) and a tight ostial stenosis. A bmw elite guide wire was advanced to the distal lad without resistance. A second bmw elite 190cm guide wire was then advanced to the 1st diagonal and became stuck in the double loop (anatomy). The guide wire could neither be advanced nor retracted. After pulling aggressively, the guide wire was able to be withdrawn; however, the guide wire coils became unwound (stretched), but not separated in the process. The guide wire was severely damaged; however, the device was removed from the anatomy in one piece. Another bmw elite was then advanced into the diagonal, but was positioned more proximally and in a small branch emerging from the loop and the procedure was continued successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.